Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced arrhythmia that required temporary pacemaker. Junctional rhythm (temporary lack of sinus rhythm) occurred after rspv (right superior pulmonary vein) ablation using varipulse catheter. Junctional rhythm (temporary lack of sinus rhythm) occurred after rspv ablation using varipulse catheter. The patient had junctional rhythm for a while after the pulse, but this was a temporary lack of sinus rhythm including the effects of the sedative drugs. After that, the procedure was continued with backup pacing. When the patient finally left the room, the rate was 50 bpm(beats per minute), but a temporary pacemaker was inserted just in case. Patient improved. When the shadow was checked on fluoroscopy, it was found that the ablation was performed in right atrium (ra) because the varipulse had been pulled back in the ra before the ablation. According to review after the procedure, the sheath was pulled back to the ra in order to obtain "bim" of the rpv (right pulmonary vein) to la (left atrial) septum and the varipulse was turned clockwise several times on the septum side. The fossa position acted as the fulcrum, and the varipulse was pulled back to the ra even while remaining straight, as if it were a screwdriver. The qdot micro catheter was not related to the event, as it was inserted into the patient¿s body after the adverse event occurred.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31490367l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).